Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for filter placement was not reported. Initially, the physician planned to place an infrarenal tulip filter. However, three attempts to deploy were unsuccessful due to the filter feet becoming hooked upon themselves. This filter was then re-sheathed and removed. The trapease vena cava filter was then advanced and successfully placed in an infrarenal position without complications. Approximately five and a half years after the filter implantation, the patient became aware that the filter had tilted and was that filter strut(s) had perforated outside the wall of the inferior vena cava (ivc) at the level of l3-l4 and into organs. The patient further reported having experienced anxiety, worry and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation due to the nature of the complaint, the reported vertebral injury experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, inferior vena cava (ivc) perforation; third and fourth lumbar vertebrae (l3-l4) perforation and tilting of the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, utilizing ultrasound guidance, access was obtained to the right internal jugular vein, and then access into the inferior vena cava. An inferior vena cavagram was performed and showed no thrombus within the inferior vena cava. Following the inferior vena cavagram a tulip infrarenal inferior vena cava filter was attempted to be deployed in the infrarenal inferior vena cava; however, on three initial attempts at unsheathing the filter the feet were hooked upon themselves and would not deploy and, therefore, the filter was recaptured and removed and a new filter (cordis trapease) was placed through the sheath in the infrarenal inferior vena cava successfully. There were no post procedural complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and five months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter struts into organs and tilting of the ivc filter. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
Code(s): tilt, ivc perforation, vertebral injury. Patient: (B)(6). Implant date: (B)(6) 2008. Event date: (B)(6) 2019. Catalog / lot number: 466p306x / unknown. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation of the inferior vena cava (ivc) and perforation of the third and fourth vertebrae. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, inferior vena cava (ivc) perforation; third and fourth lumbar vertebrae (l3-l4) perforation and tilting of the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.